Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to the wire movement during device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method:(B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; (B)(4): human factors.

Event description:
As reported from our (B)(4) affiliate, during a transfemoral tavr procedure, after valve deployment the patient¿s pressure dropped and a tear in the left ventricle outflow track (lvot) was noted. As reported, after deployment of the valve (filled by an additional one cc) some pvl was detected. A decision was made to post dilate but before the balloon was inserted, the patient´s pressure dropped due to a tear in the left ventricle outflow track (lvot). An open procedure was performed. The patient was stable at the end of the procedure. As per report, the root cause of the event could be wire perforation (not the calcium). Of last communication, the patient passed away three days post procedure. As per medical opinion, the death was related to a cardiomyopathy.